Event description:
The customer reported two erroneously elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for two patients, involving access 2 immunoassay system. The elevated results did not correlate with the patients' previous troponin I results, which were within the normal reference interval. Subsequent testing on an alternate access 2 immunoassay system produced lower results within the normal reference interval. The elevated results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. System check was performed prior to the fse's arrival and was within specifications. The fse performed preventive maintenance (pm) and verified system operations. The unit conformed to the manufacturer's specifications. The samples in question were plasma and were collected in lithium heparin gel separator tubes less than one hour prior to testing. The samples had been stored at room temperature since collection and were re-centrifuged prior to retest on the alternate access 2 immunoassay system. Quality control (qc), completed on the day of event, was within specification on all levels. The customer stated no error messages prior to or during test performance. The customer stated system check is not always performed weekly due busy testing schedule. Beckman coulter customer technical support (cts) advised the customer system check should be performed weekly to verify system performance, along with weekly maintenance.